Event description:
Additional information received indicated the patient was later seen in-clinic where ble telemetry was restored on the device. The patient was in stable condition.

Event description:
It was reported a bluetooth low energy (ble) telemetry anomaly occurred on the device which resulted in the device being unable to be paired to the remote monitoring smartphone application. The patient is anticipated to be seen in clinic to test ble telemetry, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.